Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 17 mg/dl. Reportedly, customers settings were in units instead of grams. Reportedly, paramedics were called and administered a glucagon shot and glucose. The customer was instructed to consult with healthcare provider regarding bg level.